Event description:
It was reported that this right ventricular (rv) lead exhibited lead fractured as the patient was in preparation for magnetic resonance imaging (MRI) test. Boston scientific technical services (ts) referred the patient to the following physician. As of this time, this rv lead remains in service. No adverse patient effects were reported.